Event description:
Pt appears to have experienced an allergic reaction to the beryllium and nickle used to make their dental bridgework as they developed a strong metallic taste in their mouth and the ulceration of their gum line.